Event description:
On (B)(6) 2022, a patient underwent cataract surgery in the right eye (od) with implantation of the light adjustable lens (lal). During the postoperative exam, the physician observed that the lal had been inadvertently implanted backwards. The treating physician and patient decided together that the lens will not be repositioned. Preoperatively, the patient's uncorrected distance visual acuity (ucdva) in the operative eye was 20/50 and manifest refraction (mr) was +1.50 - 1.25 x 160. On august 22, 2022, rxsight become aware that the treating physician opted to perform lasik enhancement in order to adjust the patient's final refraction. Prior to lasik treatment, the patient's ucdva improved to 20/25, best corrected distance visual acuity (bcdva) was 20/20 and mr was +0.50 d sphere. Lasik was performed on (B)(6) 2022. The patient's final ucdva following lasik was 20/20. Although intervention was performed, it was not performed in order to prevent visual impairment.

Manufacturer narrative:
The lal remains implanted in the patient and is not available for evaluation, but the physician confirmed the lal is implanted backwards. The device labeling provides adequate instructions for proper orientation of the lal. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Based on the information reviewed, there is no evidence to indicate the presence of a quality issue with respect to manufacturing, design, or labeling. Manufacturer reference #: (B)(4).